Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient experienced positional diaphragm stimulation with right ventricular lead only stimulation, when in a dual chamber pacing mode. Other configurations were tested. The lead is still in use. No patient complications have been reported as a result of this event.